Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of (B)(4) .

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, cgm was showing 80 mg/dl but the (B)(6) patient¿s mother noticed that the patient looked sleepy and 'his eyes looked cloudy' so she checked the bg which was 47 mg/dl. She verified this with a second fingerstick bg which was 45 mg/dl, while the cgm was showing 76 mg/dl. The mother gave the patient one tablet of (B)(6). After 15 minutes the bg was 49 mg/dl, so she gave another tablet of (B)(6). At the time of the report the same day the patient was stable with a bg of 120 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.